Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0001825034-2017-03513.

Manufacturer narrative:
(B)(6). Investigation of this incident is currently ongoing. A follow-up/final report will be submitted when additional information becomes available.

Event description:
It is reported that the patient is being revised due the knee feeling not right by the patient. The surgeon indicates that the system is recalled. Attempts have been made and additional information on the reported event is unavailable at this time.